Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. Explant date: not applicable, as the lens remains implanted. (B)(6). The device was not returned for evaluation (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was an abnormal structure at the periphery of the intraocular lens (iol) optics that could not be adjusted. It was suspected to be surface defects in the optics surface. The lens was fully inserted into the patient's eye and remains implanted. There was no delay in treatment or other interventions indicated. Reportedly, there was no injury and the patient's vision has improved post-op. No further information was provided.